Manufacturer narrative:
Report late due to transition from vmsr program. This report was initially reported to the FDA through vmsr report # 1416980-2020-00151. The device was manufactured between 07jun2019 and 08jun2019. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. When the luer cap was removed, continuous flow was observed at the distal luer. A functional flow rate test was performed, and the flow rate of the device was found to be within specification. The reported condition was not verified. The device was determined to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a small volume folfusor would not flow. The expected infusion time was two days; however, after 24 hours the solution level did not decrease. The device was changed out for a new one. There was no patient injury or medical intervention associated with this event. No additional information is available.